Manufacturer narrative:
The products reportedly involved include elecsys prolactin assay, cobas hbv/hcv/hiv rmc ivd control kits, elecsys universal precicontrol, elecsys troponin t hs assay, elecsys shbg, roche diagnostics cobas elecsys anti-tpo, and roche diagnostics elecsys anti-tg. On (B)(6) 2023, the leaking product was contained, cleaned up, and the facility was decontaminated. An air quality report was released and approved. It was reported that the site has been cleared and all staff are now working as usual. The investigation determined that the issue alleged was not related to the malfunction of a roche product, but was due to a logistics issue at the facility.

Event description:
There was an allegation that (B)(4) people were admitted to the hospital due to an incident at a cold product storage facility where a forklift collided with a sprinkler which in turn damaged multiple roche reagents. Due to the force of water leaking from the sprinkler, products in cold storage were inundated with water which caused them to become compromised and leak. Workers at the facility were allegedly exposed to the leaking products and reported symptoms of allergic reactions including itching, nausea, and headaches. Allegedly, a total of (B)(4) employees complained of feeling ill, (B)(4) people were taken to the hospital, and (B)(4) people were admitted to the hospital and discharged the following day. Allegedly, all impacted employees have been released and are doing well.